Event description:
It was reported that the patient¿s personal therapy manager (ptm) was not working. The patient¿s ptm stopped working after a refill on 2015-(B)(6). The patient was getting an out of box screen. The ptm showed ¿pa disabled¿ so boluses were not programmed at the last refill. The patient had increased pain which started on 2015-(B)(6). The patient also had episodes of profuse sweating, flushing, vomiting, her heart was pounding, and she was feeling ill. The patient felt like her body was racing like she was having a panic attack. On 2015-(B)(6), the patient had a major episode and was admitted in the emergency room (ER). Her hair was soaked and she had a pain level of 10 with profuse sweating. The patient¿s blood pressure was 204/116 and her heart rate was 120 beats/min. It was ruled out that the patient was having a stroke or heart attack. The patient went to her primary health care provider (hcp) and they said the patient was ¿mimicking a drug withdrawal¿. The pump was infusing dilaudid (hydromorphone) and an unknown drug. Additional information received reported that the patient was still sick and there was talk about taking the pump out. The patient had been ill for 2 months with withdrawal and blood pressure problems. Something was wrong because the patient ¿was not herself¿ and it was unsettling her. The patient¿s blood pressure was spiking which was dangerous. The patient didn¿t want to ¿jump in¿ and have the pump taken out in case it was something other than the pump that was causing the issues. It was noted that the pump used to be in the lower right abdomen but had moved to the center, upward, and was bulging out. No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: 2012-(B)(6), product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the pump had been programmed to be refilled every 60 days. It was noted that the concentration was changed. The patient also had symptoms of nausea and anxiousness. When the patient was admitted, heart tests and hourly blood tests were done and she was given blood pressure medication. The patient returned home with instructions to see her primary care doctor. It was suspected that the patient was having withdrawal symptoms resulting from my pump. The patient's pain doctor didn't want to take it out. It was stated that the patient would become "seriously" sick. The pain doctor wanted it re-implanted in a new pocket. The patient and her primary care doctor wanted the pump out. The patient developed very loose stool, nausea, and soreness in her abdomen. She was very ill with the rapid race feeling (anxiety), sweating, high blood pressure, and nausea. The patient was scheduled for surgery on (B)(6) 2015 to either have the pump put back in its correct location or to just have the pump removed. The patient was concerned about her immediate risk, her body's reaction to the withdrawal of dilaudid, pain, and the expense. The pump was infusing dilaudid and baclofen.

Event description:
It was later reported that the patient was having the pump taken out the following day. The patient wanted the pump turned off; however, the patient was having the pump removed.